Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). . Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4) .

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Field service engineer (fse) was on-site for further inspection and found out that the drainage valve was defective. The issue has been resolved by replacing the drainage valve and the device was delivered to the user in working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. No part was returned to the factory. The root cause of the claimed issue could not be determined.